Event description:
This syncardia companion 2 driver supported a patient at (B)(6) hospital in (B)(6) from (B)(6) 2012 to (B)(6) 2013. No issues were reported to syncardia during the time the driver was in patient use. The syncardia companion 2 driver was returned to syncardia for 90-day service on (B)(6) 2013. During servicing, the syncardia driver technician reported that the driver did not pass the chassis functional test procedure because the driver exhibited an out-of-specification voltage reading on the pressure sensor board. The voltage measures the left electronic pressure regulator output pressure. An out-of-range voltage reading may indicate that the delrin seat inside the pressure regulator is contaminated or worn. The delrin seat may not be sealing properly, allowing more pressure than expected to leak past the delrin seat when it is closed.

Manufacturer narrative:
The pressure regulator was removed and inspected. Foreign debris was observed in the intake filter of the pressure regulator. The pressure regulator receives air from the main air tank. The source of the foreign debris is unknown. The pressure regulator was replaced, the companion 2 driver was serviced and passed all final performance testing. This failure mode poses a low risk to a patient because the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The pressure regulator that was removed from the companion 2 driver was sent to the vendor for further analysis. The results of the evaluation will be provided in a supplemental MDR.